Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 20 mg/dl. The customer was treated with orange juice. The customer was admitted to the hospital. The customer blood glucose was low due to insulin pump not functioning properly. The customer reported via phone call that the insulin pump had a damaged. Customer's blood glucose was 130 mg/dl. The customer stated that their is crack around the battery compartment. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.